Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a clearlink system non-dehp soln set snapped without tension into two lines (between clearlink component and filter). The issue was identified during set up, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed using the naked eye which observed a cut on the tubing. The reported condition was verified. The cause of the condition was determined to be manufacturing related which could be due to an incorrect tubing placement as part of the coiling operating which led the packaging machine to cut the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.